Manufacturer narrative:
Concomitant medical products: pca syringe. The customer requested an event log review related to a patient¿s death. The pcu event log shows that at 8:16 pm on (B)(6) 2017 the pca module was programmed to infuse a pca dose only infusion of hydromorph 0.5mg/ml, 25mg in 50ml, with a dose of 0.2mg and a lockout interval of 6 minutes. Between 8:19pm on (B)(6) 2017 and 12:08 am on (B)(6) 2017 there were 16 pca dose requests delivered for a total of 6.4ml and 1 request not delivered due to the lockout interval. No additional doses were requested after 12:08 am. At 4:25 am the device was channeled off and the system was shutdown. The intended programming parameters were not provided and there was no allegation of an infusion inaccuracy. Devices not received, log review only.

Event description:
The customer reported that a patient was receiving an unspecified pca infusion in a non-critical setting and subsequently expired. The intended programming parameters were not provided. The facility biomed reviewed the event log and did not find any programming errors, and requested an event log review to confirm that. The dataset was updated on the same day of the incident however the update did not include a new pca library. The biomed reported that ¿according to our server¿ the new dataset was downloaded and applied when the unit was turned on for the infusion in question. Although requested, no further patient or event details were provided.